Manufacturer narrative:
The pump was returned to animas. Eval revealed that a piece of the battery compartment fell off. The battery cap was able to maintain an electrical connection, but does not sit securely on the pump. Review of the pump history revealed pump reboots the day the pt alleged, she woke up with an elevated blood glucose level. The product did not cause or contribute to the elevated blood glucose level, as the pt was aware for several months that the battery compartment was damaged, and that the battery cap would not seat properly. The owner's booklet instructs the user to call animas customer service as cracks or chips in the pump may impact the battery contact.

Event description:
The pt reported that she has had trouble securing the battery cap to the pump. She purchased a replacement cap in (B)(6) 2010, but states that the first day it was used, it would not seat securely. She noticed that there is a piece of the battery compartment missing. She did not see any physical damage with the battery cap. She reports that she woke up at 10 am, the morning she called animas with a blood glucose level of 506 mg/dl, felt nauseous and had chest pain. Her blood glucose level before going to bed was reported 189 mg/dl, and she said the pump lost power during the night. She restarted pump therapy, programmed bolus doses and at 3:10 pm, her blood glucose level was 168 mg/dl and no longer felt symptoms.